Event description:
Guidant received information that the pt with this implantable cardioverter defibrillator (ICD) passed away. The cause of death is unknown. The device was explanted, and returned to guidant for analysis.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, the device was interrogated, and found with a battery status of middle of life 1 (mol1) with a monitoring voltage of 2.78 volts. Visual inspection revealed that the header of the device was loose from the device casing; however, the feedthrough wires were all intact indicating that the device would have been able to deliver therapy. Guidant is unable to verify when the header became loose from the device; however, that may have occurred during explant, shipping or decontamination. To verify that therapy was available, a comprehensive series of diagnostic tests were performed to assess the capabilities of the device's memory, pacing defibrillation, recording and sensing functions including tests specifically designed to verify sense amplifier operation. The device performed normally throughout all tests. Additionally, the stored egrams from the time of the pt's death were reviewed with a technical services consultant and the device appropriately detected and treated the pt's arrhythmia.